Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer stated that it was not possible for his sugar to be that low as he was not feeling any symptoms and he had been "sucking on hard candy all afternoon." The customer stated that the meter had been "working fine and then all of sudden it stopped working" and started giving him lo readings. The customer denied any symptoms of low blood sugar when he was previously testing. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer advised customer on proper product storage environmental conditions.